Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2017-06758. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A trivial right pericardial effusion was noted at baseline. The patient had ceased apixaban two days before the procedure and the international normalized ratio (inr) was 0.9 during the procedure. A watchman access system (was) and a 27mm watchman laa closure device & delivery system (wds) were initially used; however, the closure device was deployed too proximal, so it was fully recaptured and removed from the patient. A transesophageal echocardiogram (tee) sweep was performed which showed no additional pericardial effusion. Another 27mm closure device was used. During prepping and advancement into the was, the legs of the closure device were aligned with the distal marker band. When the implanter snapped the was back into the wds, the legs of the closure device were observed to protrude beyond the distal marker band (cheating the feet), but a contrast injection showed that the wds did not tent the laa. The closure device was deployed and met the release criteria, so it was implanted successfully. Another tee sweep was performed which showed there was no pericardial effusion beyond the baseline. About seven hours post procedure during recovery, the patient's blood pressure began to drop and the patient developed a pericardial effusion and mild hemodynamic compromise may have occurred. A pericardiocentesis was performed. The patient is currently stable and was discharged 3 days post procedure.